Event description:
It was reported that the patient experienced redness, swelling, and fluid at the pump pocket site. Lab work was performed (B)(6) 2010, and it was found that there was no infection. Lab work was again performed on (B)(6) 2010, but the results were "unknown." It was later reported that it was determined that the patient had a seroma at the pump pocket site. The fluid was aspirated from the site on both (B)(4) 2010, and (B)(6) 2010. The seroma was noted to not have been related to the device or therapy, but rather to the implant procedure. It was later reported that the patient's pump was, subsequently, removed as the patient was to have a "fusion" performed. Neither a rotor study nor a dye study was performed. The pump contained fentanyl at a concentration of 2,000.0 mcg/ml and a dosage of 1,401.6 mcg/day, and bupivacaine at a concentration of 12.2 mg/ml and a dosage of 8.550 mg/day. The pump was, subsequently, filled with saline. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Catheter model 8596sc, lot # n199023006, implanted: (B)(6) 2009, explanted:na; catheter model 8711, lot # n196117007, implanted: (B)(6) 2009, explanted: na; catheter model 8596sc, lot # n186091014, implanted: (B)(6) 2009, explanted: na. Analysis of the pump model 8637, serial # (B)(4) showed that no anomaly was found. The pump passed flow testing. No events were seen in any logs and there was no information to indicate any malfunction. All logs and telemetry strips were reviewed and no reset, estimated replacement indicator (eri), or safe state events were found.